Event description:
Internal data reviewed.

Event description:
It was reported that during follow up, the patient's duty cycle was adjusted from 35% to 38% for day settings with no issues. When trying to do the same adjustment for nighttime settings, an error appeared. System diagnostics were performed, and an error was seen regarding low output current. Day/night settings were disabled, and the error went away. Internal generator data was received but have not been reviewed. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 cfr part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was later found that the patients vns was programed at 11:26 am where daytime duty cycle was changed. The vns was then programed at 11:27 am where nighttime duty cycle was changed. When a generators day/night mode is turned on, there is a 15-minute temporary test window. When the device is programmed again within that 15-minute test window, it typically causes a false output current reading. No other relevant information has been received to date.